Manufacturer narrative:
PMA/510(k) #k210476. Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
Jagielski et al 2021 - serious complications of eus-guided hepaticoesophagostomy due to transmural stent migration during ercp, malignant infiltration of the duodenal wall in the peripapillary region preventing localization of the major duodenal papilla was stated. During the endoscopic examination, with no possibility of transpapillary palliative biliary drainage, the patient underwent transmural drainage of the biliary duct by establishing extra-anatomic anastomoses. The dilated biliary ducts in the left hepatic lobe were punctured using a 19g needle (echotip ultra 19, cook medical, bloomington, indiana, USA) under endosonographic control. Following stylet removal, bile content aspiration was performed to confirm an intraductal needle tip location. This complaint was opened to capture the off-label use of the echo-19 device. As per ifu0101 this device is used to sample targeted submucosal gastrointestinal lesions through the accessory channel of an ultrasound endoscope. No adverse effects to patient.

Manufacturer narrative:
510k #k210476 device evaluation the echo-19 device of unknown lot number involved in this complaint was not available for evaluation. With the information provided, a document based investigation was conducted. Document review including IFU review prior to distribution, all echo-19 devices are subjected to functional checks and visual inspection to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. As the lot numbers are unknown a review of manufacturing records could not be performed. The notes section of the instructions for use, ifu0101 which accompanies this device instructs the user to; "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use". There is evidence to suggest that the customer did not follow the instructions for use as the device was used for drainage (ifu0101). Root cause review a definitive root cause for the customer complaint could be attributed to off-label as the device was used for drainage and as per ifu0101 "this device is used to sample targeted submucosal gastrointestinal lesions through the accessory channel of an ultrasound endoscope." Summary complaint is confirmed based on the customer's testimony. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
Supplemental report is being submitted due to the completion of the investigation on 5th sept 2022.